Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (¿2000¿ at 335 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and other spasticity. On 29-dec-2018 it was reported that the patient reported an onset of increased spasms and urinary issues approximately 5 days ago. Per the patient, there were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was admitted through the ER (emergency room). X-rays were taken (results unavailable). A ua (urine analysis) and blood work were negative for any issues. The pump was interrogated, and no issues were seen in the logs. It was noted that the issue was resolved at the time of the report. A medical work-up continued. No surgical intervention occurred, and none was planned. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on 02-jan-2019 from an hcp who reported that the patient went to a rehab hospital following their acute stay. The investigation into the cause of the patient¿s symptoms was still in progress. No further complications have been reported as a result of this event.